Event description:
It was reported to philips by a customer that the unit display comes up garbled. Based upon the information provided, the device was being set up and it's unknown if there was a delay in therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated unit's display comes up garbled with grid like pattern. The customer verified all cables were seated properly and look to be in good order. The customer stated the unit was clean and not the full of dust as suspected. The rse informed customer that we will still provide tech support and if part is available, we will supply them until they aren't. The rse provided customer with eol letter and part number and price for gui replacement. The customer replaced the gui from another unit, but the problem was not resolved the hospital did not want to repair this unit since it is unsupported. The customer retired this unit.